Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the hemi head, bhr cup and modular sleeve were removed. The anthology stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. As no device batch numbers were provided for investigation, a manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The available medical documents were reviewed. It cannot be determined to what extent the patient¿s multiple pain disorders including; myofascial pain, neurogenic pain, possible fibromyalgia, greater trochanter bursitis and enthesopathy had on his pain and clinical status. It should also be noted the patient was involved in a motor vehicle accident and x-rays showed a significantly anteverted acetabulum prior to his revision. Furthermore the deformity along the lateral right proximal femur cannot be ruled out as a contributing factor to the loosening and acetabular anteversion. It is unknown if the excessive anteversion of the acetabulum led to accelerated wear and metallosis. The pain and cloudy looking fluid are associated with metallosis, however the root cause cannot be confirmed, and it cannot be concluded that the reported reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that bilateral (this side right) hip revision surgery was performed due to anteverted cup and relatively uncovered head.

Event description:
It was reported that bilateral (this side right) hip revision surgery was performed due to unspecified reasons.